Event description:
Left eye began watering and became progessively worse. Removed lens, eye became swollen. Went to family dr as I thought it was due to allergies. Dr immediately sent me to a specialist who diagnosed injury as a corneal ulcer. Treated wtih eye drops - saw dr daily - then every other day - end resulted in reduction of vision in left eye. Lost over two weeks of work. Second opinion determined I am not able to have lasik surgery due to eye injury - and was advised not to wear contact lens again - after wearing contacts for over 20 years.